Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was restarting without any prompt. A technical support specialist contacted the customer, who confirmed that the issue had already been resolved. The customer explained that the problem had occurred while a technician was swapping some rows of the drawers, which caused the system to keep restarting. The customer further mentioned that the issue was ultimately resolved by the same technician. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was restarting without any prompt. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.